Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: d9: 2026-04-29 h3: yes product event summary: the full delivery system was returned and analyzed. Blood was observed on the delivery system (not obstructed). The delivery system stability member was kinked/buckled. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. There was a thrombus at the recapture feature of the device. The stability member was kink/buckled at the distal end of the delivery system handle. The device was able to be deployed without resistance, the device was able to be pulled by the tether to the recapture cone without resistance, the device was able to be fully recaptured in the device cup without resistance. There were no anomalies found with the deflection button. Blood and thrombus on the delivery system is not a failure of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [serial (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant procedure with the leadless implantable pulse generator (ipg) , there were multiple device-related issues including placement difficulty, a clot issue, deflection difficulty, and a broken deflection control. Acceptable thresholds were never achieved. After the fifth attempt to deploy the device, the delivery system could not be deflected and the grey button was noted to be loose. They were unable to recapture the device whilst it was tethered. The delivery system was removed and the device was reset outside the body by unlocking the green button and flossing the tether, after which the device was brought back into the cup. The physician opted to use a new leadless ipg, which was successfully deployed on the first attempt with remarkable measurements. No patient complications have been reported as a result of this event.